Event description:
A pt fell while being lifted in a golvo 7007es pt lift. The facility reported that after the pt was raised a short distance, the quick release hook slipped off the receiver dropping the pt to the floor. The pt was taken to the hosp, but no injuries were reported. Five days later, liko's local distributor met with the facility's staff. The lift was inspected and all components were found to be intact and in proper working condition. Upon review of the lifting procedures used, it was determined that the quick release hook was improperly attached to the hanger bar, causing the pt fall. After reviewing the incident with the facility administration, operator error is believed to be the cause of the accident.